Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP. There was no allegation reported by the patient. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca with electrical damage, device doesn't connect and blower box contaminated. The customer complaint was reproduced. The device was scrapped.